Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 24mm aortic mechanical valve, it was explanted and replaced with a 22mm valve of the same model. The reason for the replacement was reported as the valve leaflets had a delay in closing and did not open properly. It was further reported that when the extracorporeal circulation was discontinued, the left ventricle could not eject and a new valve needed to be placed. It was stated that leaflet motion was tested with the blue actuator during the implant procedure. It was also stated that the valve was rotated within the annulus in an attempt to obtain appropriate leaflet motion. It was mentioned that there was no impingement of the valve leaflets. It was noted that a 22mm valve was subsequently implanted as there was no other 24mm valve available in the set. No additional adverse patient effects were reported.